Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the 8286 (empty pump) code was seen on the patient¿s personal therapy manager (ptm) on the date of this report. It was noted the patient had a refill appointment tomorrow and that she was the one that pushed the refill date out because she did not think there should be 3-4 ccs of drug in the pump at her refill appointments. The patient did not hear the pump alarm. It was also reported the patient was not concerned about the pump being empty as she was getting it filled tomorrow. Patient symptoms were not reported. No further complications were reported.

Event description:
On 2020-aug-11, additional information was received from the healthcare professional (hcp). The hcp reported there were no external factors that may have caused or contributed to the pump going empty and inability to hear the active alarm. The cause of the empty pump and not hearing the alarm was determined. The hcp stated, "as described, the patient requested her fill appointment beyond her alarm date". The pump was resolved and the pump fill was completed on (B)(6) 2020.

Manufacturer narrative:
Continuation of d11: product ID: 8835; product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.